Manufacturer narrative:
This follow up report is being filed to relay additional information. Device was evaluated and the reported event was confirmed. Visual inspection of the returned device revealed the fracture and signs of repeated use, which is synonymous with usage during the product¿s life cycle. DHR was reviewed and no discrepancies were found. Investigation concluded that the reported event was due to a previously identified design issue for which corrective action has been initiated. It was determined that this device was manufactured prior to corrective modifications. No further action is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a persona tibial articular surface provisional was received fractured through the worn instrument program. Attempts have been made for additional information and is currently unavailable.